Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1) due to error 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 319 points to node 180 is not present at startup, node name: axes controller, carriage (acc) in armnet1 usm. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted inguinal hernia bilateral surgical procedure, during surgical setup, the customer contacted the technical support engineer (tse) to report a recoverable fault error 319 on the universal surgical manipulator (usm1). Before contacting the tse, the customer had performed two hard power cycles without improvement and had already disabled the usm1. Tse then verified the error 319 in the system logs and guided the customer to push usm1 back so the system could potentially be used as a three-arm system configuration, while the customer indicated they needed to confirm with their surgeon whether proceeding with a three-arm system configuration was acceptable. No known impact or patient consequence was reported.